Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The surgeon felt some difficulty inserting the needle through the tissue and thought the needle possibly broke and stopped using it. It is unknown whether the needle actually broke, but there is a possibility of breakage. An x-ray was taken to locate the possibly broken piece. Additional information was requested.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual inspection revealed indents and scuff marks around the break areas produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hc2443, batch hc2445, batch hd2073.

Manufacturer narrative:
It was reported that the broken needle tip was missing, so x-ray was taken, but nothing was found on x-ray photo. Additional information: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot hc2443, lot hc2445, lot hd2073.